Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Choking [choking] got lodged in throat - oral-b [foreign body in throat] popped off...dislodged from the stem, so the whole brush head came off - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush head dislodged from the oral-b toothbrush stem. The whole oral-b toothbrush head popped/came off and got lodged in their throat, causing them to choke. No serious injury was reported.